Event description:
(B)(4). This system was returned for normal periodic maintenance and was found to be in need of adjustment. The airway pressure relief limit, the mechanical relief, was 87.19 cm h2o. The required range is 90 to 110 cm h2o.

Manufacturer narrative:
(B)(4). This system was returned for normal periodic maintenance and was found to be in need of adjustment. The airway pressure relief limit, the mechanical relief, was adjusted to 98.23 cm h2o.